Manufacturer narrative:
Initial reporter: (B)(6). Manufacture narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5110490) on 5july22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the 60-8005-001, system 5000-english panel-120v however in the medwatch report it is listed as the conmed5000 bovie. The type of surgery performed is unknown, the date the procedure was performed on is (B)(6) 2022 when it was reported that the user ¿plugged in bovie and the bovie turned on automatically to coagulation without being touched and burned the patients back. Diagnosis for use was cautery. The event abated after use stopped. Patient said to have received superficial (first degree) burn.¿ a good faith effort attempt was made to retrieve further assessment information however no response was received to date from the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional narrative: e1 initial reporter first name: (B)(6) last name: (B)(6) email:(B)(6). Corrective: d4 . Lot# unknown was removed and corrected to serial # unknown. Manufacture narrative: the device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history review cannot be conducted as a serial number was not provided. A service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 36,999 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to never connect more than one accessory at a time to any one receptacle, not including the dispersive electrode receptacle when the appropriate conmed adapter is used. Use only a hospital grade, 3-prong, power cord rated to meet the specifications for safe grounding of the esu. The user should verify that the power receptacle with which this esu is used is properly grounded, correctly polarized and of the proper frequency. Do not use ground cheater plugs or extension cords. Failure to adhere to this warning may cause increased leakage currents. Confirm all accessories are properly connected to the appropriate receptacles before powering the esu. Prior to use, verify that devices connected to the activation relay connector function properly in a manner that is synchronized with esu power delivery. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5110490) on 5july22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the 60-8005-001, system 5000-english panel-120v however in the medwatch report it is listed as the conmed5000 bovie. The type of surgery performed is unknown, the date the procedure was performed on is (B)(6) 2022 when it was reported that the user ¿plugged in bovie and the bovie turned on automatically to coagulation without being touched and burned the patients back. Diagnosis for use was cautery. The event abated after use stopped. Patient said to have received superficial (first degree) burn.¿ a good faith effort attempt was made to retrieve further assessment information however no response was received to date from the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.